Event description:
It was reported to medtronic minimed that the customer reported low blood glucose, a calibration not accepted alert on the sensor, the pump stated the low sensor glucose, and the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 190 mg/dl and a sensor glucose of 72 mg/dl. The customer reported hypoglycemia was treated with emergency medical services. The event involved products mmt-7040a, mmt-431ag, mmt-342, and mmt-1884. Troubleshooting was partially performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode/smartguard feature was not applicable at the time of the blood glucose event. The sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. No product return is required for mmt-7040a, mmt-431ag, mmt-342, and mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.